Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set occlusion in tubing events on 27-may-2024 . Infusion set has not been used more than 72 hours. Customer changed supplies as necessary and resumed insulin therapy. No further information available.